Manufacturer narrative:
Age of patient at time of event is currently unknown as this information was not provided. Date of event is currently unknown as this information was not provided. Product lot number and catalog information is currently unknown as this information was not provided. Date user facility became aware of this event is currently unknown as this information was not provided. Approximate age of device is currently unknown as lot information was not provided. (B)(4). Device manufacture date is currently unknown as lot information was not provided. This event is currently under investigation.

Event description:
The patient has had the chait in for 1 year and was coming back for a routine cecostomy (chait) exchange. Under fluoroscopy, the sutures are noted to still be present. The original t-anchors would have been used for initial placement of an 8.5 french dawson mueller drain 3 months prior . The t-anchors did not drop and pass, became endothealized in the cecum permanently. In this case it is believed that they will not do anything and assumed that the sutures will be there forever. Per the doctor, the patient has had pain in the last year possibly related to the anchors.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control and trends was conducted during the investigation. The device was not returned to assist in the investigation. The IFU shipped with the device gives precautions, instructions for placement and use of the device. In a note in the IFU, the following statement is made: "the sutures may be left in place for up to two weeks while tract formation occurs, or cut earlier when deemed appropriate by the physician. Cutting the sutures releases the anchors into the stomach, allowing their passage via the gastrointestinal system." The root cause of the incident is that the suture anchor was not passed by the gastrointestinal system as expected. This then led to the adverse event of the t-anchors becoming embedded (endothealized per the customer) in the patient's cecum. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the heath risk assessment (hra) no further action is required.

Event description:
The patient has had the chait in for 1 year and was coming back for a routine cecostomy (chait) exchange. Under fluoroscopy, the sutures are noted to still be present. The original t-anchors would have been used for initial placement of an 8.5 french dawson mueller drain 3 months prior . The t-anchors did not drop and pass, became endothelized in the cecum permanently. In this case it is believed that they will not do anything and assumed that the sutures will be there forever. Per the doctor, the patient has had pain in the last year possibly related to the anchors. No additional information has been provided.